Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert with prime rewind anomaly. The blood glucose was unknown at the time of the incident. The drive support cap appears normal. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unable to confirm the compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test due to detached end cap.